Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the device was in use for approximately forty-five minutes to an hour when the metal ring from bottom jaw of device started to come loose. The ring did not completely come off of device, it remained attached. The case was completed with a competitor device. There were no patient consequences reported.